Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low blood glucose (bg) level of 64 mg/dl. The customer consumed cookies to treat bg level. Reportedly, the bolus request was possibly miscalculated. System check with tandem technical support showed that the pump was performing as intended. Tandem technical support assisted the customer with setting a temporary basal rate of 50% for a 2-hour duration. The customer confirmed bg level will be tested in 2 hours, and was recommended to consult with health care provider regarding diabetes management.